Event description:
The customer reported getting a pacer/shock equipment malfunction.

Manufacturer narrative:
The customer reported getting a pacer/shock equipment malfunction. The unit was evaluated at philips, and symptom was verified. Reloading the software resolved the issue.